Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc recommended replacement of the o-rings. No report of patient involvement.

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.